Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the type of mild aortic regurgitation that was observed upon review of echocardiogram, was central regurgitation.

Event description:
Additional information was received that after the valve dislodged, while plans for a sternotomy were discussed, the valve dislodged further into the aortic arch. Subsequently, the post-implant balloon was re-inserted and inflated to push the valve into an acceptable position to allow for cross-clamping of the aorta and transcatheter aortic valve explant. An echocardiogram was performed that revealed mild aortic regurgitation. The valve remained in the ascending aorta with the balloon minimally inflated to maintain stability. The patient remained hemodynamically stable. A computed tomography (CT) scan was performed that revealed an ascending aortic aneurysm and plans were discussed for an ascending aorta repair at the time of transcatheter valve explant and surgical valve replacement. It was further reported that the surgical aortic valve was a non-medtronic device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with calcified anatomy, the valve was fully deployed at a depth of 4 mm on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc). Following deployment, un der-expansion of the valve frame was observed. Subsequently, a post-implant balloon dilatation was performed and the valve dislodged to a new depth of -2 mm on the ncc and -4 mm on the lcc. The procedure was converted to surgery and the transcatheter valve was exp lanted from the patient. A surgical aortic valve was implanted in the patient. Additional information was received to report a non-medtronic (safari) guidewire was used for the procedure. The starting point of deployment was at the bottom of the pigtail catheter. As previously noted, the valve dislodged aortic.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number: {unknown}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a}. Product ID: {l-evolutfx-2329}; product lot/serial number: {unknown}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with calcified anatomy, the valve was fully deployed at a depth of 4 mm on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc). Following deployment, un der-expansion of the valve frame was observed. Subsequently, a post-implant balloon dilatation was performed and the valve dislodged to a new depth of -2 mm on the ncc and -4 mm on the lcc. The procedure was converted to surgery and the transcatheter valve was explanted from the patient. A surgical aortic valve was implanted in the patient.